Event description:
The customer reported via phone call indicating that the insulin pump had physical damage. Customer's blood glucose was 227 mg/dl. The customer stated that there is cracks and scratched in front of the device. The customer doesn't known how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit passed self-test and displacement test. Monitoring for 24 hours noa64 alarm noted. No cracked lcd window noted. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.